Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on the right ventricular (rv) lead due to oversensing the minute ventilation (mv) signal. Additionally, it was noted that the rv impedances were high out of range measuring greater than 3000 ohms however, all other daily lead measurements were within normal range. There were no observations of noise on any of the stored events or on the presenting electrogram. Technical services inquired if the patient had any surgical procedure however, it is unknown. The sales representative will discuss with the clinic. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.